Manufacturer narrative:
A ge svc rep performed an on site investigation. The transistor was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9600 system had no image. No pt injury was reported.